Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No additional complaint has been previously reported for this lot number. No manufacturing anomalies or changes which may have caused or contributed to the reported event have been identified. No catheter sample was returned and no image was provided for the purpose of eval. The alleged failure could not be re-produced and the complaint will be closed with inconclusive result. Potential factors that could have led to or contributed to the event reported have been evaluated. There was no report of a balloon pre-dilation, which may have been a contributing factor to the event reported. Based on the info available a definite root cause for the reported issue could not be determined. In reviewing the labeling supplied with this product it was found that the instructions for use (IFU) addresses the potential risk. The IFU states: 'if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible, and replace with a new unit', and 'pre-dilation of the lesion should be performed using standard techniques'.

Event description:
It was reported that during a vascular stent deployment in the sfa, the vascular stent could only be partially deployed, the vascular stent and delivery system were removed as one unit successfully and exchanged for another vascular stent that deployed successfully. No reported pt injury.